Event description:
It was reported that this right atrial (ra) lead was suspected to be fractured and exhibiting oversensing of noise. Surgical intervention was performed, and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.